Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced kinked infusion set tube event on (B)(6) 2024, which led to cause high blood glucose level. Customer experienced symptoms such as polydipsia, hot flashes/flushes, dizziness and nausea.